Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the battery cap was observed to be damaged; the removal slot on the top of the battery cap was stripped and damaged. The cap was not able to be tightened securely to the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.